Event description:
Caller reports that during a correlation study, the following coaguchek xs/laboratory results were obtained: 1.7 inr/2.7 inr, 2.7, inr/1.2 inr. No actions taken based on device results. No adverse event reported. Requested return of suspect device, however, customer no longer has the test strips; replacement was sent.